Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis and a broken leg. The customer stated that she was previously hospitalized for a urinary tract infection. The customer then stated that she used an mmt-381 silhouette infusion set but had not changed the infusion set in the 2 to 3 day time frame, which had temporarily resulted in elevated blood glucose levels. Programming was correct and troubleshooting was performed. The insulin pump passed the fixed prime and high pressure test. Nothing further was reported.